Event description:
It was reported that the patient had 2 complaints regarding the patient programmer. The patient stated that the internal on/off light flashed when she was trying to increase or decrease. She would be positioned over the stimulator and the setting was above 0v when doing so. This occurred twice in the past month but the dates were not known. The patient was seeing a representative in the office and it was not occurring the day of the report. In addition, when the patient programmer battery was low and she used it, she could feel shocking in the pocket. This had only happened once or twice in (B)(6) 2015. Once she replaced the battery in the programmer, it resolved. It also was not happening the day of the report in the office. The patient did not use an antenna. The patient¿s symptoms the device was implanted for were fine with no issues. The patient was instructed to call when the actual issues were happening for further troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).